Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed the shaft burst was located near the distal edge of the strain relief. A thorough inspection of the remainder of the device found no other damage or abnormalities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the catheter shaft burst. The target lesion was located in the external iliac artery. The imager ii angiographic catheter was used for three angiograms without issue. The high pressure injector limit was set for (B)(4). The flow rates/volumes for the first three runs were as follows: 14ml/s with a total volume of 20ml and then twice at 12ml/s with a total volume of 14ml. The imager was removed in order to perform pressure measurements. The device was then reinserted for a fourth angiogram at 12ml/s and a total volume of 15ml. During the injection, the shaft of the catheter burst near the hub, external to the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as 'stable'.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the catheter shaft burst. The target lesion was located in the external iliac artery. The imager ii angiographic catheter was used for three angiograms without issue. The high pressure injector limit was set for 1050psi. The flow rates/volumes for the first three runs were as follows: 14ml/s with a total volume of 20ml and then twice at 12ml/s with a total volume of 14ml. The imager was removed in order to perform pressure measurements. The device was then reinserted for a fourth angiogram at 12ml/s and a total volume of 15ml. During the injection, the shaft of the catheter burst near the hub, external to the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is reported as `stable'.